Manufacturer narrative:
(B)(4). The customer returned one unit 528235 visistat 35w 6/box for investigation. The returned stapler was visually examined with and with out magnification. Visual examination of the returned stapler revealed that the sample was returned with its trigger partially engaged. The cover block was severely damaged and was falling apart. The stapler was returned with 30 staples left in the cover block indicating that at least 5 staples have been fired by the end user. An attempt was made to complete the trigger cycle by engaging the trigger of the stapler using hand pressure. An unformed staple fell out from the device, but the trigger cycle could not be completed. The trigger felt jammed. The sample was disassembled. The cover block was severely damaged. Cracks and scrape marks were found on the cover block. The cover block was also broken at the connection points where it attaches to the trigger. This caused the trigger to disconnect from the cover block and prevented the device from firing properly. Based on the damages observed, it appears that unintentional user error caused or contributed to this event. The IFU for this product, l02644, was reviewed as a part of this complaint investigation. The IFU states "to obtain optimum staple closure, the trigger must be squeezed all the way in." The reported complaint of "staple not grab skin properly (animal)" was confirmed based upon the sample received. The sample was returned with cover block severely damaged. Upon functional inspection, an attempt was made to engage the trigger but the trigger felt jammed and the trigger cycle could not be completed. The sample was disassembled. The cover block was severely damaged. Cracks and scrape marks were found on the cover block. The cover block was also broken at the connection points where it attaches to the trigger. This caused the trigger to disconnect from the cover block and prevented the device from firing properly. It is unlikely that this damage was present at the time of manufacturing as the staplers are 100% inspected at the time of manufacturing. A device history record review was performed on the device with no evidence to suggest a manufacturing related cause. The stapler was returned with 30 staples left in the cover block indicating that at least 5 staples have been fired by the end user. Therefore, based on the damages observed, unintentional user error caused or contributed to this event.

Event description:
It was reported that during an intervention the staples did not staple the skin.

Manufacturer narrative:
(B)(4). The device history review for the product visistat 35w 6/box lot #73b1900440 investigation did not show issues related to the complaint. The device investigation is pending. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that during an intervention the staples did not staple the skin.